Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range impedance measurements above 3000 ohms. A new lead was implanted. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.